Manufacturer narrative:
At the date of this report, the product was not returned to the manufacturer. The investigation is then not completed. A medwatch follow-up will be submitted when the investigation is completed.

Event description:
It has been reported that the handpiece did not provide enough power during surgery. The cutting was then ineffective. No patient harm or injury has been reported. Though, a one-hour delay has been reported, which was due to the required time to sterilise a spare handpiece.